Event description:
Customer reported ongoing blood glucose (bg) level was displayed as "low"; however, specific value was not provided. The customer consumed carbohydrates to address the issue. Despite having the control-iq feature on the pump, which was active at the time, there was no assistance required from a third party. Cts advised the customer to consult with their healthcare provider to better understand factors affecting their bg levels and the customer acknowledged this advice.